Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support took corrective actions by sending a replacement pump to the customer, who will use multiple daily injections to ensure insulin delivery continues. Instructions on storage mode and returning the faulty pump were given and acknowledged by the customer.